Manufacturer narrative:
Medtronic received additional information that the patient was on ECMO for four days. There were no clamps involved, and the area that ruptured was not in the area where the roller pump occluders are. The customer checked the chart history and noted no high pressures prior to rupturing. The customer stated that on sunday at 12pm the rpms increased by 20 points and the tubing ruptured around 5pm. The patient was taken off ECMO for roughly 1 hour to swap out the circuits. There was blood loss from the circuit, patient and a transfusion was required. The patient required resuscitation. The patient had a computed tomography (CT) after the event, and the CT came back normal. The patient is still on ECMO with a new tubing pack and the patient is moving around. Correction d.2 product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the flow was 1.15lpm at 100rpm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extra corporeal membrane oxygenation (ECMO) procedure, a custom tubing pack had tubing that ruptured in the raceway. The device was replaced to complete the case. There was no adverse patient effect associated with this event.